Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found. Concomitant product: 5076-45, lead, implanted: (B)(6) 2002.

Event description:
It was reported that a systemic infection occurred. The implantable cardioverter defibrillator (ICD) system was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.